Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire between the wire crimp and the crimp on the grip and the silicone potting sealing the wire entrance to the yaw pulley. The fbf instrument failed the electrical continuity test. The wire was observed to be partially broken and the conductor wires were exposed. There were no signs of thermal damage were observed. It was noted that the component adjacent to the broken wire did not show damage. Further evaluation of the fbf instrument found the conductor wire was pulled out from the broken conductor wire, exposing the internal wires. There was no material missing and the conductor wire was exposed. The components adjacent to the damaged wire insulation did not show damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that during central processing, the fenestrated bipolar forceps (fbf) instrument was noticed to have a cable was loose. The procedure was completed with no report of patient harm. Intuitive surgical, inc. (Is) contacted the site and obtained the following additional information regarding this event: the reported issue of a loose cable was identified in central processing. The damage was noticed after reprocessing, and instruments are examined before and after. The instrument was last used during surgery, and everything was fine during the inspection prior to use. The type of damage observed was the wire sticking out. There was no loss of cautery associated with the damaged cable, and there were no signs of thermal damage at the site of insulation damage. The instrument did not collide with any other instrument or tool during the procedure, and the procedure was completed with the same instrument. After the completion of the procedure, the instrument was inspected, and everything was fine.